Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, implant date: estimated dates. Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of arrhythmias, hemorrhage, mitral regurgitation, myocardial infarction, renal failure, transient ischemic attack and worsening heart failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article titled: mitraclip in high- versus low-volume centers: an analysis from the german trami registry.

Event description:
This is filed to report arrhythmia, stroke, renal failure, transient ischemic attack, myocardial infarction, hemorrhage, heart failure, surgery, worsening mitral regurgitation, medical intervention and prolonged hospitalization. It was reported through a research article titled: mitraclip in high- versus low-volume centers: an analysis from the german trami registry identifying mitraclip devices that may be related to arrhythmia, stroke, renal failure, transient ischemic attack, myocardial infarction, hemorrhage, heart failure, surgery, worsening mitral regurgitation, medical intervention, prolonged hospitalization. Specific patient information is unknown. Details are listed in the article. No additional information was provided.